Manufacturer narrative:
(B)(4).

Event description:
For the last three years, the actual residual volume was 5 ml more than the expected volume at every refill. Clinically, the pt was doing well; no changes in therapy noted throughout the refill cycle. The patient and family were concerned about the drug cost/waste and the pump function. The device system was used to deliver lioresal 2,000 mcg/ml at approx 1700 mcg/day. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.